Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Surgeon reported the following event to the sales rep: "plate was implanted end of (B)(6)for a distal fracture of the fibula. During removal none of the diaphyseal screws could be unscrewed. The tip of the screwdriver ended up the footprint screw head being round, thus leading to inadequate grasp to unscrew. The consequences of this incident was that the fibula fractured again when the screw and the plate were extracted, causing additional surgical procedure and a increase of the operative time.